Manufacturer narrative:
Correction: h3. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility patient care technician (pct) reported that the fresenius bloodline chambers continuously empty out, and are causing blood clots in the chambers during the patient¿s hemodialysis (hd) treatment on the 2008t machine. The pct stated that there was no defect or damage found on the bloodlines. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The pct confirmed that the bloodlines have been discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that the fresenius bloodline chambers continuously empty out, and are causing blood clots in the chambers during the patient¿s hemodialysis (hd) treatment on the 2008t machine. The pct stated that there was no defect or damage found on the bloodlines. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The pct confirmed that the bloodlines have been discarded and are not available to be returned to the manufacturer for physical evaluation.